Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and trends, was conducted during the investigation. Images and more information requested. There are no images or imaging review attached to the complaint at this point in time. Based on the limited available information regarding this case, it is not clear if the leading cause to this event might be associated with a pre-existing patient condition, the medical procedure or an eventual malfunction of the device. This clinical review will need re-assessment if more information will become available. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak." Implant procedure: "systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol." Final angiogram: "position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries; confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths wires and catheters." According to the complaint information, the graft developed a type iiib endoleak on the ipsilateral limb below the flow divider. Due to limited information given, it is not possible to determine the exact root cause. Type iiib endoleaks are due to rips in the graft fabric or leaking through suture holes. The endoleak could have been caused by a number of factors. Type iiib endoleaks can be caused by suture hole enlargement due to suture breakage, chronic wear against metal stents or calcification, or weave deformation. The broken sutures or weave deformation can occur during manufacturing, forceful deployment maneuvering, or aggressive ballooning. It is also possible for the graft fabric to be ripped during these events. The location of the endoleak occurred where ballooning is used to secure the leg, providing evidence that aggressive ballooning could have been a factor. It is possible that the patient had slightly tortuous or calcified anatomy that pulled at the suture holes or graft fabric during deployment, causing them to increase in size. Ballooning against calcified anatomy can also cause the fabric around the suture holes to be stretched, therefore, widening the holes. Due to the fact that a type iiib endoleak can occur in a number of ways and limited information was provided, the root cause is unknown and no conclusion can be drawn. Requests for imaging and more information were made, if this information becomes available we will reopen the investigation. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Angiography and relining with another manufacturer's stents were required, and a complete relining is planned. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information was received.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the patient had an angiography of a device implanted approximately 18 months ago and a type iii endoleak of unclear origin was identified. Follow-up revealed a persistent endoleak. Diagnostic angiography approximately 6 months later showed a fabric defect on the ipsilateral limb directly below the flow divider. Reportedly the endovascular graft is still in the patient. Angiography and realigning with advanta stents and complete realigning are planed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.